Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve (B)(6), during the first attempt at deployment, an infold of the valve frame was noted. The valve was recaptured into the delivery catheter system (dcs) and withdrawn from the patient. During the fluoroscopic inspection of the second valve (B)(6) load, an unspecified node overlap of the valve frame was noted and a misload was confirmed. A third valve (B)(6) with the misloaded dcs were used for successful implant. One day following the implant, cerebral infarction was noted via computed tomography. It was reported symptoms of right hemiplegia were observed and detail examination was performed using images. Subsequently, the patient was transferred to rehabilitation. Twelve days later, the patient was reported to be recovering. No additional adverse patient effects were reported. Additional information was received that it was assumed that the calcified portion of the native valve leaflet was scrapped off by the valve and scattered during valve placement.